Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The reported patient effect of intimal dissection is listed in the xience prime everolimus eluting coronary stent system, instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additionally, the reported treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported the procedure was performed to treat a lesion with moderate calcification and 90% stenosis in the mid left anterior descending (lad) coronary artery. A 2.0 x 10 mm balloon catheter was used to perform pre-dilatation. A 3.0 x 15 mm xience prime stent deployed at 16 atmospheres; however, a distal edge dissection occurred. An unspecified xience stent was used to treat the dissection and the procedure completed successfully. There was no clinically significant delay in the procedure. No additional information was provided.